Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause for the vessel occlusion could not be conclusively determined. The angio-seal device instructions for use (IFU) caution should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
It was reported following a percutaneous procedure an angio-seal was used. The following day the pt complained of right leg pain. Thirteen days later a vascular physician saw the pt and diagnosed claudication in the right leg and groin. An angioplasty on the common femoral artery was performed. Ivus and a balloon were used and the pt's pain was relieved. The angio-seal was not explanted and no collagen was confirmed intra-arterial. The pt was taking prescribed anti-coagulants and was reportedly recovering.